Event description:
It was reported that a malfunction alarm with the code malf 0 occurred in the device. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur.